Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 7 and pocket c3 were showing a failed to lock error. A field service engineer (fse) powered down the station, checked the back of the drawer for loose parts, and found none. The pyxibus cable to the auxiliary unit was found to be loose and was secured. The fse reseated the row board and retractor band at all connection points, reseated all cubies, and cleaned the debris in drawer. The drawer was then tested using the final test in the hardware test application (hta), confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary d2w drawer 7 displayed error messages failed to lock and failed to open; however, the drawer was physically able to open and close without obstruction. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.